Manufacturer narrative:
(B) (4). (B) (4).

Event description:
It was reported that during an unknown procedure, white part of the blade fell out. The piece did not fall into the patient. It is unknown how the procedure was completed. There were no adverse consequences to the patient.